Event description:
During surgery, when the cement is being mixed in acm, a small particle was found in the mixture. Backup devices were used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a foreign material in the cement mix involving simplex p bone cement was reported. The event was confirmed. Device evaluation and results: the foreign material was returned embedded in dried cement mix. Material analysis of the foreign material showed that it is a silicate based matter which would appear to be a shard of cardboard. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review complaint history review determined that there were no other similar reported events for this lot. Conclusions: the investigation concluded that foreign material it is a silicate based matter which would appear to be a shard of cardboard. Nc was issued to investigate silicate based foreign matter present in simplex p bone cement.

Event description:
During surgery, when the cement is being mixed in acm, a small particle was found in the mixture. Backup devices were used.